Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name: requested, unknown. Health professional: requested, unknown. Occupation: requested, unknown. Device manufacture date: unknown due to unknown lot number. The returned sample was one visiglide. Visual inspection of the actual sample did not find any anomaly including a kink in its appearance over the entire length. Magnifying inspection of the actual sample found intermittent peeling from the proximal to distal side and rolled up edge of the peeling in the circumferential direction in the area approximately 4200 mm - 4350 mm from the distal end. No anomalies were observed in other sites. The outer diameter of the following parts of the actual sample were measured and confirmed to meet the factory's specifications. No anomaly was observed. The outer diameter of urethane outer layer was 0.59 mm. The outer diameter of the distal side of ptfe outer layer was 0.60 mm. The outer diameter of the proximal side of ptfe outer layer was 0.58 mm. The normal part of the actual sample was disassembled and the state of adhesion of the outer layer (ptfe coat) was inspected under a microscope. No anomaly such as a gap or lifting was observed, and the state of adhesion was confirmed equivalent to that of a normal sample. Since the lot number was unknown, the manufacturing history record and the shipping inspection record could not be investigated. Since the lot number was unknown, the complaint file could not be investigated. From the investigation results, as one of the possibilities in this case, it was inferred that the actual sample was exposed to abrasion force exceeding the limit strength of the product while being in strong contact with some kind of hard object (such as the device used in combination), which resulted in the peeling of outer layer. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." (B)(4).

Event description:
The user facility reported that peeling of coating in the range of about 15 - 20 centimeters from the end of the single use guidewire involved was found. There was no piece of coating that fell out of the main body. The case was completed with no problem. The flow leading to completion was unknown. There was no patient injury, and no medical or surgical intervention was required. The procedure completed successfully. The final patient impact was not harmed. The event occurred intra-operative.